Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found stent damage. Struts towards the middle of the stent were misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The target lesion was located in the right coronary artery (rca). While the physician was preparing the 2.50x20mm promus element stent, it was noted that the stent struts were damaged. The device was not used and the procedure was successfully completed with another of the same device with no patient complications reported. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The target lesion was located in the right coronary artery (rca). While the physician was preparing the 2.50x20mm promus element stent, it was noted that the stent struts were damaged. The device was not used and the procedure was successfully completed with another of the same device with no patient complications reported. This product is only ous approved but it is similar to an approved us device.